Event description:
It was reported that the user experienced an infection at the insertion site. Symptoms began in mid-(B)(6) 2026, when pus started oozing from the incision site. The treating physician confirmed the infection and prescribed antibiotic treatment, including bactrim and zithromax. The user reported no other infections, and the issue did not initially lead to sensor removal, however, it did eventually begin protruding from the skin because of the infection and the user removed it.

Manufacturer narrative:
A review of the device's manufacturing records indicated that the original sensor lot met all requirements including sterilization requirements for release. Development of infection at the insertion site is a known and anticipated potential adverse event and does not require additional investigation.